Event description:
During an in-clinic follow-up, noise resulting in oversensing was detected on the right ventricular (rv) lead. The lead was capped and replaced to resolve the event. During the procedure, insulation damage was visually observed on the rv lead. The patient was stable.